Manufacturer narrative:
E1: (B)(6).

Event description:
(B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set leakage at the tubing on (B)(6) 2025. No further information available.